Manufacturer narrative:
Prior to analyzing the samples, the advia centaur xp system was inspected for the following and no issues were identified: -aspirate probe alignment, -aligned all reagent probes, -checked ancillary and sample probe alignment, -checked acid/base dispense, -performed decontamination, -checked water ph. It is within acceptable limit. The cause for the discordant tsh3-ultra result is possibly the rare variant of tsh. Siemens healthcare diagnostics is inquiring if the patient sample is available for further testing and investigation the IFU states in the interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false low advia centaur xp tsh3-ultra ((tsh3-ul) result was obtained for a patient sample. The patient sample was repeated on the advia centaur xp and the results were low. The patient sample was tested on two alternate methods and the results were higher for tsh. The patient sample was tested for tsh on both the advia centaur xp and the advia centaur cp. The results were higher. A corrected report was issued. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00115 on april 26, 2017. 06/07/2017 additional information: the customer provided the lot number used at the time of testing. Kit lot # 80617293; expiration date: 06/28/2017; UDI # (B)(4).. The quality control (qc) was run and the results were acceptable at the time of the event. The cause for the discordant tsh3-ultra result is possibly the rare variant of tsh. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00115 on april 26, 2017. Siemens filed the MDR 1219913-2017-00115 supplemental report 1 on june 28, 2017. 06/28/2017 correction: the UDI # for kit lot # 80617293 was incorrect in the MDR 1219913-2017-00115 supplemental report 1. The correct UDI # (B)(4). 07/20/2017 additional information: a redraw sample from the patient was not available for further testing and investigation. The cause for the discordant tsh3-ultra result is possibly the rare variant of tsh. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection."